Event description:
It was reported that during pre-cardiopulmonary bypass (cpb), when the perfusionist (ccp)started the arterial centrifugal pump, the centrifugal controller reboots and sometimes the central control monitor (ccm) also reboots. As a result, an alternate system-1 was employed. There was a 30 minute delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical summary on 07/13/2015: prior to cpb, when the primed and sterile perfusion circuit lines were handed up to the surgical team, the centrifugal controller (ccu) rebooted. Rebooted refers to the fact the ccu lost power and the display was blank. The ccu rebooted and the ccp attempted to place the ccu in the on mode and again the ccu rebooted. After the ccu regained power, again, the ccp again pressed on and this time both the ccu and system-1 central control monitor (ccm) blanked and rebooted. This same behavior was duplicated by the field service representative (fsr) the following day when the system was not being used and not connected to a patient. After these events, the clinical team elected to change over to a back-up system-1. The primed disposable cpb circuit was removed from the original system-1 and moved over to the back-up system. This delayed the start of cpb by about 30 minutes. There were no issues the remainder of the procedure and the procedure was completed successfully. The case was completed successfully, without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch #(B)(4) (MDR #1828100-2015-00634). Per the field service representative (fsr): the system was setup and primed, the ccp had just ¿passed off lines¿ to the surgical field when the centrifugal control unit (ccu) shutoff and rebooted (the centrifugal had been running with prime and was clamped off). At that time, ccp tried to restart the centrifugal and the ccu rebooted again, then tried again and the ccu and ccm shutdown at the same time and rebooted. The fsr sent a video showing the shutdown/reboot that he filmed on (B)(6) 2015 that duplicated the reported issue. While filming the video, audible alarm sounds along with "arterial: service pump, art flow: check sensor" error messages displayed. The fsr replaced the ccu motor. The system-1 operated to manufacturer specifications and was returned to clinical use.